Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: per the phone call (book 33, page 138): "I have a pump that the nurses reported infused too fast yesterday ((B)(6) 2022). The patient was to be given amiodarone 900mg/500ml. The pump was programmed for vtbi 500, rate 27.78ml/hr, over 18 hours. The infusion completed in 3 hours. There was no patient injury. I believe they ran some tests on the patient and drew some labs but everything was fine. The sn for the pump is (B)(4). I cannot pull the logs but I will send the pump in for evaluation."

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). Investigation results: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 4 seconds or 98% of expected accuracy. Perform preventive maintenance service. Log review shows on 7/18/2022 and 6:34pm pump was brought out of standby followed by an infusion set-up of 27.78ml/hr and 500ml and 18 hours (dl: amio18). At 6:37pm pump was placed on standby with no infusions taking place. At 8:53pm pump was brought out of standby and at 8:59pm pump was placed on standby with no infusions taking place. No infusions took place on 7/19/2022.